Event description:
Note: this report is the third of three reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03461 and #3005099803-2008-03462 for details regarding the first and second devices. According to the complainant, while the extractor rx retrieval balloon was in the common bile duct, the balloon burst. It was reported that there were no stones present, just soft debris." There were no patient complications as a result of this event.

Manufacturer narrative:
The suspect device involved in the event has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.